Event description:
The infection occurred on (B)(6) 2013, same day as the first surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.